Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the pcb and the problem was resolved. The ventilator had been operating normally.

Event description:
It was reported that during maintenance a ventilator control printed circuit board (pcb) had a burnt inductor. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.